Event description:
It was reported that during ins (implantable neurostimulator) replacement procedure adaptor tail was attempted to be plugged into 8-15 port and all contacts showed open impedances. The adaptor was then attempted to be plugged into 0-7 port and the lead could not be inserted, it only went in half way. After taking the lead out and repositioning, it was plugged back into 8-15 port and "open impedances 3x in a row" were obtained. The ins was never implanted and it was replaced with another ins. The cause of the issue was not determined. Patient status at the time of this report was alive with no injury. There were no patient symptoms or complications associated with this event. Patient got good coverage post op.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37714 restore, serial #(B)(4)) found its connector port had a lead or extension insertion anomaly, balseal spring was deformed. Defective balseals were preventing full insertion of leads in both ports. A model 3778 lead would not pass through the #4 and #15 balseals. Functional tests were not performed due to lead insertion issue.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.